Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator had an erratic graphic user interface (gui) display. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui) communications liquid crystal display (lcd) panel. The unit passed extended self-testing.